Event description:
On 01/26/2009, the pt reported that during the summer she noticed moisture in the cartridge compartment of her infusion device. She stated this occurred 6 or more times and she believes it was water condensation and not insulin. She stated that she did not dry out the cartridge compartment. There were no signs of moisture at the time of the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.